Event description:
The technician alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail lock nut holding the side rail weldment is loose. The technician tightened loose lock nuts on the side rail to resolve the issue.